Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller had stated purewick drydoc had not worked since they received it. They had completed the water test, which had shown a fast return to the container, and the unit had been placed on the floor. However, when they connected the purewick itself, the liquid had not traveled down to the container. It had either remained in the tubing or had not suctioned at all. The caller had been unable to provide the lot number or reference number of the purewick device.

Event description:
It was reported that the caller had stated purewick drydoc had not worked since they received it. They had completed the water test, which had shown a fast return to the container, and the unit had been placed on the floor. However, when they connected the purewick itself, the liquid had not traveled down to the container. It had either remained in the tubing or had not suctioned at all. The caller had been unable to provide the lot number or reference number of the purewick device.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.